Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: on investigation, the pump powered on normally and correctly displayed the verify screen. Investigation did not duplicate the alleged blank screen issue. The display screen was, however, noted to be dim, faded and discolored. Unrelated to the original complaint, the battery compartment was found to be cracked at the case seal.